Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent oblique lumbar interbody fusion (olif) surgery on l1 to l3 due to multilevel disc degeneration with flat back. Intra-op, inserter was used successfully for l1-2 cage insertion. During insertion of cage at l2-3, surgeon noticed that the inserter came loose and on inspection, the tip of the inserter was found broken. The threaded tip was still in the cage. Surgeon was able to untwist this piece and retrieve completely from the wound. No patient complications were reported as a result of this event.